Event description:
On (B)(6) 2018, an amplatzer septal occluder was selected for use. The physician states that the procedure was unsuccessful because the "device when seated had an unusual superior position near the superior vena cava and visualization of all rims could not be confirmed using intracardiac echo. The device was prolapsing but the physician felt like it was the inability to visualize all rims to ensure correct device orientation." The physician advises that this case was a rare incident and the patient will be brought back for a repeat procedure with tee. The patient is reported stable. Hospital policy prohibits the release of patient information.

Manufacturer narrative:
Updated event description: physician felt problems were from patient anatomy and not device related. Information was not provided about redo procedure. Manufacturer narrative: an event of an aborted procedure was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined; however, the physician felt the inability to ensure correct device orientation was from patient anatomy and not from the device.

Event description:
On (B)(6) 2018, an amplatzer septal occluder was selected for use. The physician states that the procedure was unsuccessful because the "device when seated had an unusual superior position near the superior vena cava and visualization of all rims could not be confirmed using intracardiac echo. The device was prolapsing but the physician felt like it was the inability to visualize all rims to ensure correct device orientation." The physician advises that this case was a rare incident and felt the challenges were due to patient anatomy. The patient was reported stable. Another procedure was planned, but information regarding the procedure were not provided.